Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit(30cm).

Event description:
A report was received that the patient's device had failed. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient&#38112;device had failed. The patient will undergo an explant procedure.